Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer indicated that their blood glucose was in the 40's mg/dl and treated with juice. Troubleshooting was performed for the sensor but customer declined low blood glucose troubleshooting. No further details given.